Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after meal announcements while attempting dietary changes and sought guidance on pros and cons of not announcing meals and on potential pump adjustments. Symptoms included low blood glucose. Outcomes included troubleshooting and education on recommended meal announcements and a referral to meet with an educator for potential therapy optimization, with no alarms or alerts reported and no hospitalization. Investigation included customer interview and clinical education. Investigation of this case revealed no device malfunction reported and no alert-related device issues, with counseling that the system adapts over time and that individualized settings may warrant professional review. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.